Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abnormal uterine bleeding and intrauterine device removal. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("left side pain"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia) / heavy bleeding") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,cystoscopy, lysis of adhesions). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, vaginal haemorrhage, heavy menstrual bleeding, ovarian cyst, weight increased and pelvic pain outcome was unknown. The reporter considered device dislocation, heavy menstrual bleeding, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion date provided as on (B)(6) 2010 (discrepancy) current weight 130 lbs. The patient did not have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis: on (B)(6) 2020: impression: 1. Several small cysts in the left ovary. The largest cyst measures. 2.1 cm at greatest diameter. 2. The uterus and right ovary appear normal. 3. Bilateral essure device placement as described above. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abnormal uterine bleeding and intrauterine device removal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("left side pain"). In (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia) / heavy bleeding") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, lysis of adhesions). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, vaginal haemorrhage, heavy menstrual bleeding, ovarian cyst, weight increased and pelvic pain outcome was unknown. The reporter considered device dislocation, heavy menstrual bleeding, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2010 (discrepancy). Current weight (B)(6) lbs. The patient did not have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2020: impression: several small cysts in the left ovary. The largest cyst measures 2.1 cm at greatest diameter. The uterus and right ovary appear normal. Bilateral essure device placement as described above. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2021: medical record received: new reporter, medical history and essure removal date added. Previously reported event "migration of essure device location of device: abdominal cavity" made medically significant and intervention required due to surgery." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.